Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2012, implant date, as no event date was reported. Initial reporter name and address: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage system device was implanted into the patient during a retropubic sling (advantage) + cystoscopy procedure performed on (B)(6) 2012 for stress urinary incontinence. Cystoscopy showed bladder mucosa was normal and no bladder perforation was seen. The sling was placed under minimal tension with patient coughing. Postoperatively, the patient was discharged to home once voiding satisfactorily. As reported by the patient's attorney, the patient had experienced an unspecified injury.